Event description:
Trifab body inserted under x-ray control. At the end of the procedure, an endoleak was observed. On viewing the leak, a leg extension was inserted at the contralateral leg junction as it was believed that the leak was from the contralateral leg/limb junction. The patient was CT scanned the next day and this leak was found to be a type I leak, which appeared to have thrombosed. Patient was well following this and discharged. Patient is now presented with a large velocity type I endoleak filling the aneursym sac. The top sealing stent appears to exhibit infolding.